Manufacturer narrative:
The device was not available for inspection, however, four pictures were provided. During the visual inspection of the provided photos an external fluid leakage at the connection header to the housing was identified. The reported failure was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a revaclear 300 dialyzer, an external fluid leak at the cap of the cartridge was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.